Event description:
Olympus was informed that during four to six therapeutic bronchoscopy procedures, plastic shavings were noted in the patient's lungs. The shavings were thin and approximately 5mm. The shavings were retrieved with forceps or suction. The user did feel some resistance when inserting the forceps into the biopsy channel. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the report and was informed that the shavings were attributed to the needle of the forceps not retracting when the forceps were closed. The exposed needle shaved the inside of the biopsy channel during deployment.

Manufacturer narrative:
An olympus representative visited the user facility to inspect the forceps and noted that the needle was bent outward. The forceps will be returned to olympus for further investigation.